Event description:
It was reported that during use on a patient for defibrillation therapy in synchronized mode, the device did not deliver the shock. It was reported that the patient was successfully shocked with a back-up device. There is no report of adverse outcome for the patient.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. He observed that the biphasic to therapy pcb flex cable connection was loose. Then he reconnected the cable and observed proper device operation through functional and performance testing. After the repair, the device was returned to the customer for use.